Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's primary system controller "failed." An unspecified red heart alarm was reported. The patient's brother switched out the primary system controller. The patient was switched to his backup system controller which also did not work. The system controller was brought to the emergency department and a new system controller was placed. It was reported that the patient was feeling lethargic and had slurring speech. The primary system controller was returned and received for evaluation. No further information was made available.

Manufacturer narrative:
This medwatch is in reference to the patient's primary system controller. The second system controller was reported under MFR report #2916596-2014-02004. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of a red heart alarm was confirmed through the log file analysis. The log file contained eight events spanning approximately 1 minute of data. The log file appears to have captured the initialization of the system controller and appeared to indicate that the system controller was used as a backup system controller. At 10:39am on (B)(4) the log file captured the driveline as connected. Approximately six seconds later an event was captured with a ¿low flow hazard¿ alarm active, which was associated with a flashing red heart led and "call hospital contact" and "low flow" messages displayed on the system controller display screen. This alarm condition was resolved by the next event, four seconds later. The pump ramped up to the set speed once the driveline was connected according to the design of the system controller. The driveline was disconnected thirty-one seconds later. Throughout the log file both power cables were captured as disconnected and the system controller was being supported by the 11 volt lithium-ion backup battery. During these events the no external power flag was captured as active. The system controller would have been alarming with an active red battery and both battery connector leds would have also been illuminated while the system controller displayed "connect power immediately" and "backup battery" messages. The system controller passed functional testing using our laboratory equipment and was able to support a mock circulatory loop for an extended period of time without any issues. No atypical alarms or events were reproduced during testing. No system controller related issues were identified during the investigation and the system controller was found to function as intended. The specific cause of the events captured in the log file could not be conclusively determined nor correlated to the returned system controller. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.